Event description:
Physician reported " capsular contracture - baker grade unknown, rupture, prosthetic capsule (partially calcified) and silicone leakage". Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified one linear opening and white particles calcification -like in device outer surface.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " capsular contracture - baker grade unknown, rupture, prosthetic capsule (partially calcified) and silicone leakage".

Event description:
Physician reported " capsular contracture - baker grade unknown, rupture, prosthetic capsule (partially calcified) and silicone leakage". Device has been explanted. This relates to the right side.